Manufacturer narrative:
(B)(4). This lot was manufactured june 19, 2014 to june 20, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor contained particulate matter. It was unspecified if the particulate matter was on the outside or inside of the tubing of the infusor. This occurred during filling of the device with saline (non-baxter product). There was no patient involvement. No additional information is available.